Manufacturer narrative:
One opened broken phaco tip taped to gauze was received. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken across the aspiration bypass hole with a jagged edge and had clear foreign material along the tip. The phaco had even wall thickness. There was wear on the threads, back of the flange and on the nut corners that was consistent with use. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photo and video attached to the parent complaint were reviewed by the manufacturing site. The video is of an eye surgery and the photo is of a broken phaco tip, the reported phaco broken cracked product complaint is confirmed by the customer photo. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the phacoemulsification (phaco) tip broke into two parts during a cataract procedure. The phaco tip was replaced with another one and the procedure was completed. There was no reported patient harm.

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating there was no harm caused to the patient.